Manufacturer narrative:
Explant of the device due to heart failure and regurgitation was reported. The investigation found that leaflets 2 and 3 were torn. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto the base of all three leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications in the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site, and the cause of the leaflet tear could not be conclusively determined. However, the pannus noted on the inflow surface could have induced stress on adjacent leaflets and created an unbalanced stress relief distribution between all leaflets during coaptation, which can lead to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2016, a 23mm trifecta valve was implanted during an aortic valve replacement. In (B)(6) 2022, patient presented with dyspnea on exertion. In (B)(6) 2022, patient presented with worsening symptoms. In (B)(6) 2023, patient was hospitalized for heart failure. Echocardiography revealed severe aortic regurgitation and moderate mitral regurgitation. Patient was discharged. In (B)(6) 2023, patient was hospitalized for heart failure. On (B)(6) 2023, the 23mm trifecta valve was explanted and replaced with a 23mm non-abbott valve. There was no calcification observed on the explanted valve, and both commissures of the valve cusps corresponding to the left coronary cusp were dehiscenced. This event was considered as structural valve deterioration. A mitral valve replacement was also concomitantly performed with a 30mm non-abbott valve. The diameter of the native aortic annulus was 27mm. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.